Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00295.

Event description:
It was reported that during treatment of a splenic artery aneurysm, the coil unexpectedly detached in the microcatheter. There was no reported patient injury or intervention. The patient is reported to be stable.